Event description:
Pt suffered a near fatal arrhythmia which was not captured by defibrillator. Device only delivered one shock and failed. Pt suffered severe cognitive and motor disability. Pt required ventilation and is currently hospitalized in a rehabilitation facility.